Event description:
A pharmacist reported that the vitreotome stopped working during a vitrectomy procedure and would not reprime. The vitrectomy pak was exchanged and the procedure was completed with no harm to the patient.

Manufacturer narrative:
No samples were returned for eval; therefore, the condition of the product cold not be verified. The device history records (DHR) for the lots were reviewed. No abnormalities that could have contributed to the customer complaint issue were found during the DHR review and the product was released according to the MFR's acceptance criteria. Because the sample was not returned and no evidence of a related nonconformity could be found in the lot record review, the root cause cannot be determined. (B)(4).